Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr performed annual preventative maintenance as the unit was due for repair. The fsr performed the operational verification procedure and user verification tests according to service specifications.